Event description:
It was reported that the xience prime was unable to cross the predilated target lesion in the moderately tortuous and moderately calcified, proximal to mid left circumflex (lcx) coronary artery that was 30 mm in length in the with a 90 to 95% stenosis. The xience prime stent delivery system (sds) was removed from the anatomy. A kink was noted on the proximal shaft after removal, possibly from the attempt to advance to the lesion. A non-abbott support catheter was advanced into the proximal lcx and the same xience prime sds was inserted again, but was still unable to cross. The sds was removed from the anatomy and after removal, a dissection was observed in the prox lcx. There was no sign of dissection after the initial bmw was placed. There was no dissection observed after predilatation. After the xience prime's first failure to cross, a dissection was not observed with angiography. The exact cause of the dissection is unknown, but was not observed until after the second removal of the xience prime. The dissection spiraled from the lcx to the left anterior descending artery. The patient was sent for coronary artery bypass graft surgery after an intra-aortic balloon pump was inserted. After the patient was sent to surgery, the shaft of xience prime was noted to have separated in half due to post procedure handling. It was confirmed that the shaft break did not occur in the anatomy. After the coronary artery bypass graft surgery, the patient may have reportedly bled from the sternum. The patient was taken back to the operating room and expired due to an unknown cause. There was no additional information provided.

Manufacturer narrative:
(B)(4). For use of the stent delivery system after a kink was identified on the shaft. Evaluation summary: the device was returned for evaluation. The reported failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported kinked shaft and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: at any time during use of the xience prime stent delivery system, if the shaft has been bent or kinked, do not continue to use the catheter. Additionally, the IFU also states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Dilatation catheter: trek; guide wire: balance middle-weight; guide catheter: guideliner. Estimated patient weight. For re-insertion of the sds into the anatomy after removal. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.